Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Two anchors, same lot number; site was prepared with a 4.5 awl/dilator. Surgeon had barely begun to place the anchor, little to no torque placed in the anchor. Anchor shattered into several pieces about 1/2 way down the shaft. All pieces were retrieved. Second anchor was inserted into the same prepared site without issue and seated correctly. Surgeon had tied the knot and was cinching the suture down when the suture snapped off. Knot remains intact. Repair is intact. Confirmed that a knot pusher was being used at the time but it has since been successfully used without breaking any suture. The patient had good bone quality; it was not hard. He also confirmed that the surgeons insertion technique was proper.